Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_perc_extension, product type extension.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection at the site of the external extension. Consequences of the event were noted as hospitalization, other surgical operation, and extension removal. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_perc_extension, serial/lot# unknown, implanted: (B)(6) 2009, product type extension. If information is provided in the future, a supplemental report will be issued.